Event description:
It was reported that iab was inserted via sheath on 06/13/2006 at 1540 hours. On 06/17/2006 at 2000 hours, operator noticed pump was "malfunctioning." There was a loss of pressure reading from pump. Blood was in helium tubing. Tubing was immediately clamped and iab was removed at 2300 hours after heparin suspecsion. A re-insertion was not required. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed when eval is complete.